Manufacturer narrative:
Two (2) devices were received for evaluation. Visual inspection on the first device did not identify any abnormalities that could have contributed to the reported condition. The sample underwent functional testing, including pressure and clear passage testing, and no leak or no flow were observed. The set was additionally pull tested and the set performed according to specifications. The reported condition was not verified on the first device. During visual inspection of the second device, the male luer lock was observed separated from the tubing. The insertion of the tubing into the male luer was measured and the results were found to be according specification. Due to the nature of the condition, no additional test could be performed on the second device. The reported condition was verified. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: h3 and h6. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. During visual inspection of the photograph, the male luer lock was observed separated from the tubing. The reported condition was verified. Due to the nature of the provided sample no further testing could be performed; therefore, the cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Corrected information: h10. H10: a batch review was not performed for this file, as there was no lot number reported. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a one-link non-dehp y-type microbore catheter extension set separated. During tpn (total preantral nutrition) the "bifuse broke at y site". There was no report of patient injury or medical intervention associated with this event. Should additional relevant information become available, a supplemental report will be submitted.